Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of heavy menstrual bleeding ('menorrhagia (heavy menstrual bleeding)/abnormal bleeding (menorrhagia)/with clots') and perforation ('perforation : other') in an adult female patient who had essure (batch no. C06461) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "device monitoring procedure not performed". The patient's medical history included fibroids. Current weight 152lbs. Concurrent conditions included underweight. Concomitant products included ethinylestradiol;norethisterone acetate (loestrin). On 1-jan-2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced fatigue ("fatigue") and photophobia ("sensitivity to sunlight"). In (B)(6) 2008, the patient experienced hypersomnia ("idiopathic hypersomnia"). In (B)(6), the patient experienced micturition urgency ("urgency to urinate") and discomfort ("uncomfortable"). In (B)(6) 2009, the patient experienced pruritus ("skin itches"). In (B)(6) 2014, the patient experienced pelvic pain ("pelvic pain"), muscle spasms ("leg spasm") and pain in extremity ("leg pai/ leg ache") and was found to have weight increased ("weight gain"). In (B)(6) 2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), libido decreased ("low libido") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2017, the patient experienced alopecia ("hair loss"), migraine ("migraines"), nausea ("nausea"), headache ("headaches"), diarrhoea ("diarrhea") and vomiting ("vomiting"). In (B)(6) 2018, the patient experienced gastrooesophageal reflux disease ("gerd"). In (B)(6) 2019, the patient experienced gallbladder hypofunction ("gallbladder removed due to 0 functioning"). In (B)(6) 2019, the patient experienced urinary tract infection ("urinary tract infection"). On an unknown date, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required), perforation (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), back pain ("back pain"), dermatitis allergic ("rash/skin condition"), hypersensitivity ("hypersensitivity"), anxiety ("psych injury related to essure-anxiety"), vaginal discharge ("vaginal discharge"), dental caries ("dental problems-cavity"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and teeth brittle ("dental problems-teeth brittle"). The patient was treated with alprazolam (xanax), amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall), antibiotics, bupropion hydrochloride (wellbutrin), clonazepam (klonopin), loperamide hydrochloride (imodium), omeprazole, triamcinolone acetonide and surgery (ablation and gallbladder removal). Essure treatment was not changed. At the time of the report, the heavy menstrual bleeding, perforation, dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain, back pain, dermatitis allergic, hypersensitivity, anxiety, urinary tract infection, vaginal discharge, fatigue, alopecia, dental caries, migraine, nausea, weight increased, libido decreased, vaginal haemorrhage, female sexual dysfunction, pruritus, micturition urgency, discomfort, headache, photophobia, diarrhoea, hypersomnia, vomiting, gastrooesophageal reflux disease, muscle spasms, pain in extremity, teeth brittle and gallbladder hypofunction outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, back pain, dental caries, dermatitis allergic, diarrhoea, discomfort, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gallbladder hypofunction, gastrooesophageal reflux disease, headache, heavy menstrual bleeding, hypersensitivity, hypersomnia, libido decreased, micturition urgency, migraine, muscle spasms, nausea, pain in extremity, pelvic pain, perforation, photophobia, pruritus, teeth brittle, urinary tract infection, vaginal discharge, vaginal haemorrhage, vomiting and weight increased to be related to essure. The reporter commented: discrepancy noted essure insertion date as per summon --2007. Received treatment for urinary tract infection, vaginal discharge. Date(s) of insertion: 01jan2007 discrepancy noted diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 16.5 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 13-may-2021: medical record received: medical history, patient's aka name, reporter information were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia (heavy menstrual bleeding)/abnormal bleeding (menorrhagia)/with clots') and perforation ('perforation : other') in an adult female patient who had essure (batch no. C06461) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "device monitoring procedure not performed". Medical conditions: current weight 152lbs. Concurrent conditions included underweight. Concomitant products included ethinylestradiol;norethisterone acetate (loestrin). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced fatigue ("fatigue") and photophobia ("sensitivity to sunlight"). In (B)(6) 2008, the patient experienced hypersomnia ("idiopathic hypersomnia"). In (B)(6) 2009, the patient experienced micturition urgency ("urgency to urinate") and discomfort ("uncomfortable"). In (B)(6) 2009, the patient experienced pruritus ("skin itches"). In (B)(6) 2014, the patient experienced pelvic pain ("pelvic pain"), muscle spasms ("leg spasm") and pain in extremity ("leg pai/ leg ache") and was found to have weight increased ("weight gain"). In (B)(6) 2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), libido decreased ("low libido") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2017, the patient experienced alopecia ("hair loss"), migraine ("migraines"), nausea ("nausea"), headache ("headaches"), diarrhoea ("diarrhea") and vomiting ("vomiting"). In (B)(6) 2018, the patient experienced gastrooesophageal reflux disease ("gerd"). In (B)(6) 2019, the patient experienced gallbladder hypofunction ("gallbladder removed due to 0 functioning"). In (B)(6) 2019, the patient experienced urinary tract infection ("urinary tract infection"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), perforation (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), back pain ("back pain"), dermatitis allergic ("rash/skin condition"), hypersensitivity ("hypersensitivity"), anxiety ("psych injury related to essure-anxiety"), vaginal discharge ("vaginal discharge"), dental caries ("dental problems-cavity"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and teeth brittle ("dental problems-teeth brittle"). The patient was treated with alprazolam (xanax), amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall), antibiotics, bupropion hydrochloride (wellbutrin), clonazepam (klonopin), loperamide hydrochloride (imodium), omeprazole, triamcinolone acetonide and surgery (ablation and gallbladder removal). Essure treatment was not changed. At the time of the report, the menorrhagia, perforation, dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain, back pain, dermatitis allergic, hypersensitivity, anxiety, urinary tract infection, vaginal discharge, fatigue, alopecia, dental caries, migraine, nausea, weight increased, libido decreased, vaginal haemorrhage, female sexual dysfunction, pruritus, micturition urgency, discomfort, headache, photophobia, diarrhoea, hypersomnia, vomiting, gastrooesophageal reflux disease, muscle spasms, pain in extremity, teeth brittle and gallbladder hypofunction outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, back pain, dental caries, dermatitis allergic, diarrhoea, discomfort, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gallbladder hypofunction, gastrooesophageal reflux disease, headache, hypersensitivity, hypersomnia, libido decreased, menorrhagia, micturition urgency, migraine, muscle spasms, nausea, pain in extremity, pelvic pain, perforation, photophobia, pruritus, teeth brittle, urinary tract infection, vaginal discharge, vaginal haemorrhage, vomiting and weight increased to be related to essure. The reporter commented: discrepancy noted essure insertion date as per summon -2007. Received treatment for urinary tract infection, vaginal discharge. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 16.5 kg/sqm. Most recent follow-up information incorporated above includes: on 18-dec-2019: pfs received- lot number were added. New events low libido, abnormal bleeding (vaginal), apareunia (inability to have sexual intercourse), skin itches, urgency to urinate, uncomfortable, migraines, sensitivity to sunlight, idiopathic hypersomnia, diarrhea, vomiting, gerd, leg pain, leg spasm, tooth cavity, gallbladder removed due to 0 functioning were added. Event psychological trauma updated to anxiety. Event dental problems updated to teeth brittle. New reporter, medical history, treatment and concomitant drug were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia (heavy menstrual bleeding)/abnormal bleeding (menorrhagia)/with clots') and perforation ('perforation : other') in an adult female patient who had essure (batch no. C06461) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "device monitoring procedure not performed". Medical conditions: current weight 152lbs. Concurrent conditions included underweight. Concomitant products included ethinylestradiol;norethisterone acetate (loestrin). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced fatigue ("fatigue") and photophobia ("sensitivity to sunlight"). In (B)(6) 2008, the patient experienced hypersomnia ("idiopathic hypersomnia"). In (B)(6) 2009, the patient experienced micturition urgency ("urgency to urinate") and discomfort ("uncomfortable"). In (B)(6) 2009, the patient experienced pruritus ("skin itches"). In (B)(6) 2014, the patient experienced pelvic pain ("pelvic pain"), muscle spasms ("leg spasm") and pain in extremity ("leg pai/ leg ache") and was found to have weight increased ("weight gain"). In (B)(6) 2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), libido decreased ("low libido") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2017, the patient experienced alopecia ("hair loss"), migraine ("migraines"), nausea ("nausea"), headache ("headaches"), diarrhoea ("diarrhea") and vomiting ("vomiting"). In (B)(6) 2018, the patient experienced gastrooesophageal reflux disease ("gerd"). In (B)(6) 2019, the patient experienced gallbladder hypofunction ("gallbladder removed due to 0 functioning"). In (B)(6) 2019, the patient experienced urinary tract infection ("urinary tract infection"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), perforation (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), back pain ("back pain"), dermatitis allergic ("rash/skin condition"), hypersensitivity ("hypersensitivity"), anxiety ("psych injury related to essure-anxiety"), vaginal discharge ("vaginal discharge"), dental caries ("dental problems-cavity"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and teeth brittle ("dental problems-teeth brittle"). The patient was treated with alprazolam (xanax), amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall), antibiotics, bupropion hydrochloride (wellbutrin), clonazepam (klonopin), loperamide hydrochloride (imodium), omeprazole, triamcinolone acetonide and surgery (ablation and gallbladder removal). Essure treatment was not changed. At the time of the report, the menorrhagia, perforation, dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain, back pain, dermatitis allergic, hypersensitivity, anxiety, urinary tract infection, vaginal discharge, fatigue, alopecia, dental caries, migraine, nausea, weight increased, libido decreased, vaginal haemorrhage, female sexual dysfunction, pruritus, micturition urgency, discomfort, headache, photophobia, diarrhoea, hypersomnia, vomiting, gastrooesophageal reflux disease, muscle spasms, pain in extremity, teeth brittle and gallbladder hypofunction outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, back pain, dental caries, dermatitis allergic, diarrhoea, discomfort, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gallbladder hypofunction, gastrooesophageal reflux disease, headache, hypersensitivity, hypersomnia, libido decreased, menorrhagia, micturition urgency, migraine, muscle spasms, nausea, pain in extremity, pelvic pain, perforation, photophobia, pruritus, teeth brittle, urinary tract infection, vaginal discharge, vaginal haemorrhage, vomiting and weight increased to be related to essure. The reporter commented: discrepancy noted essure insertion date as per summon --2007. Received treatment for urinary tract infection, vaginal discharge. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 16.5 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 7-feb-2020: quality safety evaluation of product technical complaint. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation : other') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "device monitoring procedure not performed". On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), dermatitis allergic ("rash/skin condition"), hypersensitivity ("hypersensitivity"), psychological trauma ("psych injury related to essure"), urinary tract infection ("urinary tract infection"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), alopecia ("hair loss"), tooth disorder ("dental problems"), headache ("headaches") and nausea ("nausea") and was found to have weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the perforation, dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain, back pain, menorrhagia, dermatitis allergic, hypersensitivity, psychological trauma, urinary tract infection, vaginal discharge, fatigue, alopecia, tooth disorder, headache, nausea and weight increased outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, dermatitis allergic, dysmenorrhoea, dyspareunia, fatigue, headache, hypersensitivity, menorrhagia, nausea, pelvic pain, perforation, psychological trauma, tooth disorder, urinary tract infection, vaginal discharge and weight increased to be related to essure. The reporter commented: discrepancy noted essure insertion date as per summon 2007. Received treatment for urinary tract infection, vaginal discharge. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received - case becomes incident. Previously reported event injury nos was removed. New events perforation: other, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic pain, abdominal pain, back pain, menorrhagia (heavy menstrual bleeding), rash/skin condition, hypersensitivity, psych injury related to essure, urinary tract infection, vaginal discharge, fatigue, hair loss, dental problems ,headaches, nausea, weight gain and device monitoring procedure not performed were added. Essure indication and insertion date were updated. Patient date of birth and consumer address were added. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia (heavy menstrual bleeding)/abnormal bleeding (menorrhagia)/with clots') and perforation ('perforation: other') in an adult female patient who had essure (batch no. C06461) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "device monitoring procedure not performed". Medical conditions: current weight 152lbs. Concurrent conditions included underweight. Concomitant products included ethinylestradiol;norethisterone acetate (loestrin). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced fatigue ("fatigue") and photophobia ("sensitivity to sunlight"). In (B)(6) 2008, the patient experienced hypersomnia ("idiopathic hypersomnia"). In (B)(6) 2009, the patient experienced micturition urgency ("urgency to urinate") and discomfort ("uncomfortable"). In (B)(6) 2009, the patient experienced pruritus ("skin itches"). In (B)(6) 2014, the patient experienced pelvic pain ("pelvic pain"), muscle spasms ("leg spasm") and pain in extremity ("leg pai/ leg ache") and was found to have weight increased ("weight gain"). In (B)(6) 2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), libido decreased ("low libido") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2017, the patient experienced alopecia ("hair loss"), migraine ("migraines"), nausea ("nausea"), headache ("headaches"), diarrhoea ("diarrhea") and vomiting ("vomiting"). In (B)(6) 2018, the patient experienced gastrooesophageal reflux disease ("gerd"). In (B)(6) 2019, the patient experienced gallbladder hypofunction ("gallbladder removed due to 0 functioning"). In (B)(6) 2019, the patient experienced urinary tract infection ("urinary tract infection"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), perforation (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), back pain ("back pain"), dermatitis allergic ("rash/skin condition"), hypersensitivity ("hypersensitivity"), anxiety ("psych injury related to essure-anxiety"), vaginal discharge ("vaginal discharge"), dental caries ("dental problems-cavity"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and teeth brittle ("dental problems-teeth brittle"). The patient was treated with alprazolam (xanax), amfetamine aspartate; amfetamine sulfate; dexamfetamine saccharate;dexamfetamine sulfate (adderall), antibiotics, bupropion hydrochloride (wellbutrin), clonazepam (klonopin), loperamide hydrochloride (imodium), omeprazole, triamcinolone acetonide and surgery (ablation and gallbladder removal). Essure treatment was not changed. At the time of the report, the menorrhagia, perforation, dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain, back pain, dermatitis allergic, hypersensitivity, anxiety, urinary tract infection, vaginal discharge, fatigue, alopecia, dental caries, migraine, nausea, weight increased, libido decreased, vaginal haemorrhage, female sexual dysfunction, pruritus, micturition urgency, discomfort, headache, photophobia, diarrhoea, hypersomnia, vomiting, gastrooesophageal reflux disease, muscle spasms, pain in extremity, teeth brittle and gallbladder hypofunction outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, back pain, dental caries, dermatitis allergic, diarrhoea, discomfort, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gallbladder hypofunction, gastrooesophageal reflux disease, headache, hypersensitivity, hypersomnia, libido decreased, menorrhagia, micturition urgency, migraine, muscle spasms, nausea, pain in extremity, pelvic pain, perforation, photophobia, pruritus, teeth brittle, urinary tract infection, vaginal discharge, vaginal haemorrhage, vomiting and weight increased to be related to essure. The reporter commented: discrepancy noted essure insertion date as per summon --2007. Received treatment for urinary tract infection, vaginal discharge. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 16.5 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-feb-2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.